Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. We were unable to perform functional test due to unresponsive buttons. The insulin pump was also received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker. No moisture damage noted on motor or electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error, high blood glucose readings and moisture damage on the insulin pump. The customer's blood glucose was 406 mg/dl. The customer treated with injections. The customer stated that the act and escape buttons do not respond. The customer stated that he went to (B)(6) and it was humid outside. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.